Manufacturer narrative:
Contact information: (B)(4). A follow-up report will be submitted once the investigation is complete. The customer provided partial patient information.

Event description:
The customer reported the ventilator restarted while in use on a patient. The customer reported there was patient involvement with no harm to the patient.